Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.if additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary tka surgery was performed on (B)(6) 2024. Tka insert was dislocated on (B)(6) 2024. Revision surgery was performed on (B)(6) 2024.

Event description:
Primary tka surgery was performed on (B)(6) 2024. Tka insert was dislocated on (B)(6) 2024. Revision surgery was performed on (B)(6) 2024.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a triathlon insert was reported. The event was confirmed via clinician review of the provided medical records. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comments: conclusion/assessment: revision surgery performed for mal seating and subsequent dislocation of a polyethylene bearing. Event confirmation: the event, mal seating/dislocation of a polyethylene component can be confirmed. The revision surgery cannot be confirmed. Root cause: the root cause for the polyethylene dislocation would be mal seating. The root cause of the unconfirmed revision would be dislocation of the polyethylene. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant stated the following comments: conclusion/assessment: revision surgery performed for mal seating and subsequent dislocation of a polyethylene bearing. Event confirmation: the event, mal seating/dislocation of a polyethylene component can be confirmed. The revision surgery cannot be confirmed. Root cause: the root cause for the polyethylene dislocation would be mal seating. The root cause of the unconfirmed revision would be dislocation of the polyethylene. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.